Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon was suspected to have ruptured. The balloon was being used for predilatation of a 90% stenotic lesion in a tortuous proximal lad coronary artery for stent placement and for post-dilatation of another MFR's stent. It was reported that the maverick2 monorail balloon was inflated to 10 atms for 60 secs during predilatiation. Despite no loss of pressure with inflation, blood was noted to enter the catheter with deflation of the balloon. After stent placement, this balloon was inflated to 12 atm for 30 secs. Again, despite no loss of pressure with inflation, blood was noted to enter the catheter with deflation of the balloon. The pt was asymptomatic during this event. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.